Manufacturer narrative:
The cusa excel 36khz straight handpiece (c2602) was not returned for evaluation; therefore, the complaint could not be verified. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. A complaint investigation (failure analysis) and determination of root cause is not possible. However, based on the customer reported failure ¿did not pass the vibration test¿ its possible this complaint was as a result of transducer delamination. However, without testing it is not possible to verify. Should the product be returned for analysis the complaint will be reopened and evaluation will be completed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during a tumor resection (brain) procedure, the cusa excel 36khz straight handpiece (c2602) did not pass the vibration test. There was a delay of 3 hours; however, no patient injury occurred.